Event description:
Same case as MDR #2134265-2012-07914. (B)(4). It was reported during a percutaneous coronary intervention that myocardial infarction occurred. The subject presented due to stable angina (ccs class iii) and was referred for cardiac catheterization. The target lesion was located in the ramus and was described as 16 mm long, with a vessel diameter of 2.25 mm and 70% stenosis. The lesion was treated with deployment of a promus element plus stent 2.25x20 mm with 0% residual stenosis. The second target lesion located in the mid lad (left anterior descending artery) was described as 10 mm long, with a vessel diameter of 3.20mm and 70% stenosis. The lesion was treated with direct stent placement using a 3.50x16mm promus element plus stent with 0% residual stenosis. During the index procedure, the subject experienced a myocardial infarction. Cardiac enzyme levels were noted to be elevated post-index procedure. No action was taken, the patient recovered and the event was considered resolved. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).